Manufacturer narrative:
Follow up #1 date submitted: 30-jan-2019. Animas received additional information on 29-jan-2019 regarding this complaint. This additional information was reported on a separate complaint on 29-jan-2019 under animas pi# (B)(4), medwatch report #2531779-2019-00774. Please see that complaint for the reported issue as it replaces this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged the pump caused the patient to experience a blood glucose greater than 250mg/dl, but less than 500mg/dl, with no symptoms. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.